Event description:
It was reported that, during an acetabular labrum repair, one suturefix ultra anchor was damaged during insertion. In consequence, the anchor was pulled out of the patient. It was not used another device to replace it. It is unknown if successful fixation was achieved with the other four anchors that functioned as intended. Broken pieces were removed with graspers and there was a 2 minutes delay. The event was considered resolved and the patient is recovered.

Manufacturer narrative:
Additional information was received.

Event description:
It was reported that, during an acetabular labrum repair, one suturefix ultra anchor was damaged during insertion. In consequence, the anchor was pulled out of the patient. It was not used another device to replace it. It is unknown if successful fixation was achieved with the other four anchors that functioned as intended. Broken pieces were removed with graspers and there was no delay reported. The event was considered resolved and the patient is recovered.

Manufacturer narrative:
The reported suturefix ultra anr xl intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor pulled out. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: application of excessive force during use. Inappropriate insertion site preparation. Pathological conditions of the bone that would prevent secure fixation. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. As reported during an acetabular labrum repair, one suturefix ultra anchor was damaged during insertion and the broken pieces were removed with graspers. Four other anchors were used and function as intended. It has been communicated that the event is considered resolved and the patient status has been reported as recovered. Since no patient harm is being alleged and no further harm is anticipated, no further assessment is warranted at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during an acetabular labrum repair, one suturefix ultra anchor was damaged during insertion. In consequence, the anchor was pulled out of the patient. It was not used another device to replace it. It is unknown if successful fixation was achieved with the other four anchors that functioned as intended. It is unknown if surgery was delayed as a consequence of the allegation. The event was considered resolved and the patient is recovered. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.